Event description:
It was reported that the pt "most likely had a diathermy groundpad placed on their sacrum." The neurostimulator was damaged. The voltage was unable to be turned on or off. The pt felt stimulation all the time. The neurostimulator was removed. No surgical complications were reported. Further info is being requested.